Event description:
Additional information was received from the healthcare professional (hcp). Patient's implantable neurostimulator (ins) was implanted by a different physician. On (B)(6) 2017, patient was seen by the doctor and the ins is working. The current settings are maintained and it was helping the patient. On (B)(6) 2017, the patient's battery was checked and end of life was reached. Patient will replace the right ins revision with a possible lead revision. Patient will also continue cic 5 times a day. No further patient complications have been reported as a result of this event.

Event description:
Additional information received from the consumer. It was reported that they had a replacement procedure done on their right ins because of a busted wire. They had fallen and it was not off for very long. No additional new information.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va0m45h implanted: (B)(6) 2014 explanted: (B)(6) 2017 product type lead h6: due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative and it was reported that the right side ins was dead and they were having it replaced. It was noted that it was premature battery depletion as the battery died after two years. An end of service message was found while running a battery and impedance check on the clinician programmer. On the day of the surgery, the battery was found to be 'low' and no month range was given so the physician decided to replace the battery. Although the patient noted it was the right side ins that was replaced, they later reported that the lead and left side ins was replaced. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient saw a picture of a doctor with an error code por. The patient checked the manual but was unable to find any information about it. Recent medical tests or procedures or electromagnetic interference (emi) environmental exposure were reported. The patient had esophageal manometry and surgery on their hand a couple months ago. Emi considerations were reviewed with the patient. Additional information was received. The patient saw their current managing healthcare provider (hcp) and was told that their ins had stopped working. The patient was concerned as they thought it was going to last 5 years. Factors that affect longevity were reviewed and the patient did not know their settings history. The patient thought their setting was lower and did not recall that any of their managing hcps provided actual longevity estimates. The patient would contact their previous hcp¿s office to determine whether or not they kept records of settings or any longevity estimates. It was reported the patient said they had (B)(6) and kept saying ¿whats in it for me to have device replaced.¿ the patient had a loss of symptom control and was cathing more now. The patient had a neurogenic bladder so the hcp implanted two devices, one so the patient would get the urge and the other the help empty their bladder. The patient did not recall which device showed the por and was depleted, and was going to check each device using their patient programmer; the patient thought it was the newer device. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial (B)(4). Showed no output or telemetry and it was determined to be normal battery depletion. During destructive analysis, the hybrid portion of the ins was tested with a known good battery and was found to function within specifications with no indication of any internal anomalies that could have caused premature depletion. Analysis also determined the telemetry was acceptable. The initial MDR was filed as manufacturer¿s report# 3007566237-2017-01744. Follow-up information indicated that the correct manufacturing site was (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.